Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors for difficulty closing the foot include but are not limited to; tissue, calcification or suture caught in the foot or posterior cuff partially deployed in the foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate of the prostyle device did not retract appropriately. A cut down was performed to remove the prostyle device. Hemostasis was achieved surgically. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.